Event description:
Additional information received reported perioperative antibiotics were administered. The infection onset was (B)(6) 2012. The patient had meningitis. The last refill was (B)(6) 2012. The signs and symptoms of infection were fever, incisional wound opening, pocket erosion, drainage, meningeal signs/symptoms. The location of the infection was device pocket. Cultures were obtained at device pocket, cerebrospinal fluid (csf) and catheter tip. The type of organism cultured was oxacillin resistant staph aureus. Treatment instituted for the infection was IV antibiotics, total device system explant. The patient outcome was infection resolved.

Event description:
It was reported that the patient developed an infection in the pump pocket. The patient showed symptoms in or near the pump pocket. The pump was explanted permanently. The date of the pump implant was unclear as device manufacturer records show an implant date of 2008; however, records also show a manufacture date of 2009. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, lot# n159532012, implanted: 2008-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Eval - conclusion: no longer applicable.